Event description:
It was reported that approximately one month after implantation of a breast tissue marker post-biopsy, the patient presented with an abscess/infection. Three drains were placed and oral antibiotics were prescribed, which appeared to resolve the infection and edema; however, a growing welt and red rash over the area developed. The current patient status is unknown.

Manufacturer narrative:
A manufactguring review could not be performed as the lot number is unknown; however, the last two lot numbers sold to the customer for this product were reviewed. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information.